Manufacturer narrative:
Patient age, gender, and weight are unknown. A review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no similar complaints exist for the specified lot. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction that the balloon did not completely deflate could not be confirmed. However, balloon inflation and deflation issues can occur due to procedural factors such as tortuous anatomy; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a gastroscopy and gastric dilatation procedure performed on (B)(6), 2011. According to the complainant, dilatation was completed with this device and the balloon was successfully removed from the patient's anatomy; however, when attempting withdrawal, the balloon got stuck in the working channel of the gastroscope. It was reported that the balloon did not completely deflate. The scope and the balloon were removed from the patient together and the procedure was stopped to flatten the balloon by hand in order to remove it from the gastroscope. No visible issues were noted to the device. The gastroscopy was restarted and performed to check that the patient was okay. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.